Event description:
Spontaneous call from pt. Pt stated that legacy pump displayed "maintenance required" error. Advised that error cannot be corrected over the phone and a new pump will be couriered to her. Pt had already switched to back up pump. Error occurred while pump in use. Pt did not experience any adverse effects. Pt will keep pump to be returned. No other info available. Reported to (B)(6) by pt/caregiver.